Manufacturer narrative:
(B)(4). Other devices used: catalog #00595402702, nexgen tm tibial component, lot #62302998, catalog #00595202110, nexgen cr prolong articular surface, lot #62500442, catalog #00597206526, nexgen all-poly patella, lot #62654382 - manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Manufacturer narrative:
A complaint history search was conducted on the part/lot combinations with no other complaints found. The implants were checked for compatibility with no issues found. These devices are used for treatment. Surgical notes are not available for review however x-rays were provided. The x-rays provided do not show any gross anomalies. As revision surgical notes are not going to be provided the zimmer representative who was in attendance during the revision surgery noted that the components, ¿were well fixed¿. Therefore with the information provided for this investigation we are unable to find a root cause for the patient¿s pain.